Event description:
It was reported that the customer's blood glucose was 402 mg/dl. The customer's symptoms included vomiting, nausea and ketones. The customer was reportedly treated with a syringe. High blood glucose was stated to have persisted after an infusion set change. Basal rates and boluses matched daily totals. The customer programmed a bolus and insulin exited the tubing. The bolus was recorded in the history. The high pressure test passed in 4.9 units. The insulin pump was stated not to have been dropped and the drive support cap appeared to be intact. However, the customer would not agree that the insulin pump was operating as designed. The insulin pump had not been exposed to extreme temperatures. Possible causes for high blood glucose were discussed. At the time of the report, the customer's blood glucose was 105 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).